Manufacturer narrative:
This event is reported at this time based on additional information received from the site which indicated a new post-operative symptom not previously reported and indication of possible serious injury. B2. Only patient's year of birth was reported to medtronic. Therefore, only the year of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had a pipeline vantage flow diversion stent implanted on (B)(6) 2022. The pipeline was implanted successfully to treat a left internal carotid artery (ica) c6 segment sidewall saccular aneurysm. The aneurysm max diameter was 6.4mm and the neck diameter was 4.7mm. It was noted during follow-up on (B)(6) 2023, the patient was experiencing left hemifacial banal pain and the event was not resolved. It was not life threatening. It did not result in patient hospitalization, patient disability, or additional intervention. The site assessment of the event concluded the event was not related to the pipeline, ancillary devices, or dapt, but was possibly related to the procedure. The medtronic study sponsor assessment concluded the event was possibly related to the pipeline but was not related to the ancillary devices, the procedure, or dapt. Additional information was received that the adverse event term was updated to headache and the event did not result in hospitalization. Additional information received reported that the patient experienced blurred vision post-operatively on (B)(6) 2022, resulting a temporary new or worsening neurological deficit. No additional treatment or intervention was required. The event did not result in patient disability. The patient's hospitalization was prolonged due to the event which was noted to be resolved and patient recovered on (B)(6) 2022. Site assessment concluded the blurred vision event as possibly related to the procedure and/or the pipeline vantage, not related to the antiplatelet medication.